Manufacturer narrative:
(B)(4).batch # n56h43. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How was the procedure completed? What type of procedure was the device used in? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the product locked after stapling. Unknown how case was completed. There were no adverse consequences for the patient.